Event description:
Boston scientific received information that this patient had fine ventricular fibrillation (vf) which was undersensed by this device. The amplitude of the vf was 0.1 mv. The arrhythmia was detected in vt-1 zone but no shocks were delivered, only atp which did not convert. The patient received external shocks in the field because the health care providers thought it was asystole, but it was actually fine vf. The boston scientific field representative confirmed that the device was operating appropriately based on device programming but therapy was not programmed appropriately in vt-1 zone. The physician reprogrammed the device for patient optimization. The patient is currently in the intensive care unit and is intubated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.